Event description:
During a pfa single shot a farawave catheter was selected for use. The catheter with the guidewire was inserted normally. After the first ablation at the left inferior pulmonary vein (lipv), the doctor moved upwards to the left superior pulmonary vein (lspv) in flower configuration. The doctor had found the vein and switched to basket mode. After the basket ablations, flower mode could no longer be reached, and the catheter was tangled with the guidewire. It was difficult to get the catheter back into the sheath. After removing it, we saw that the wire was looped around a splint. The wire had actually been stable in the lspv. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1 initial reporter phone number: (B)(6).